Event description:
According to the reporter: the issue occurred before the device was in use.

Event description:
Procedure: liver resection. According to the reporter, the device jammed with the needle loaded and they were unable to open or remove needle. There was no harm to the patient as the issue occurred prior to use on the patient. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.